Manufacturer narrative:
Age at time of event: less than 50 years. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the filter deployment issues occurred. The patient was undergoing filter placement in the inferior vena cava (ivc) with a greenfield¿ filter. It was noted that the greenfield¿ filter did not deploy properly and is currently malpositioned in the patient's ivc. No patient complications were reported.